Manufacturer narrative:
Product analysis summary: the guide wire was received severely stretched and unraveled. On closer visual inspection, the core wire was found to be broken 1cm from the first distal joint. The guide wire remained connected by the coils. Proximal and distal hypo tube joints were intact. The ribbon was present and attached to the distal tip. On inspection of the proximal core wire, kinks were noted in the middle of the guide wire and the very distal end of the proximal wire. During analysis of the break, the core wire was noted to be bent at the exact location of the break. The wire outer diameter met specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a cougar wire when placing lv-leads in a lesion situated in the mid/ distal lm. No damage was noted to the cougar wire packaging. No issues were noted when removing the wire from the hoop. The wire was inspected and prepped per IFU. The wire tip was formed by the physician. The lesion was not pre-dilated. No previously stent was present in the lesion. No resistance was encountered during advancement and no force was applied. It was seen during radiography that the wire became damaged during placement. There was no damage to the lead. The same lead was used with a different guide wire to complete the procedure. No patient injury reported.